Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter "does not turn on." The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. In addition to oral medication (type and dose unspecified), the patient stated the patient also manages their diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter. It is not clear if the patient tested their blood glucose with another device after the alleged power issue occurred. According to the csr's documentation, right after the alleged power issue occurred (time not specified) the patient reportedly developed a symptom of "blurriness." The patient, however, denied receiving any form of treatment after the reported power issue occurred. It is not clear if the patient correlated their blood glucose with high or low blood glucose, prior to the onset of their symptom it is not clear what the patient's previous blood glucose reading was and what action the patient took in response to the reading, and it is not known when the patient's symptom improved. At the time of troubleshooting, the csr verified that the subject meter's batteries did not need to be replaced, the patient was using the correct test strips, the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the meter did not turn on manually with the power button or test strip. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.